Manufacturer narrative:
Concomitant medical products: sedrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were lead polarity switches and a lead warning observed with the right ventricular (rv) lead. In addition, there was a gradual decrease of lead impedance to low levels, with a high number of sensing integrity counter (sics). The lead was suspected of insulation failure and a fracture, presumably due to subclavian crush. The lead was reprogrammed and the was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.